Event description:
It was reported that a thrombus occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. A complete seal was noted upon implantation. Patient presented for 45 day follow up, which revealed a thrombus on the face of the closure device. No change in seal was noted. Patient was on eliquis post implant and self-reported compliance to prescribed dose in a manner consistent with instructions given. No reports of patient exhibiting adverse symptoms related to the thrombus. Patient will continue on eliquis at 5mg twice a day and will present for follow up transesophageal echocardiogram at a later date.